Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3354-25 (B)(4) model description:2x4 splitter - w4 - 25 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that the patient had significant heaviness and numbness in the right arm. A cat scan revealed that the patient had a vertebral fracture and a compressed nerve. The physician was not sure if the compressed nerve was device related and explanted the paddle lead and two splitters. The patient was reportedly doing fine after the procedure.